Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: dr was using the endostitch to go through the vaginal cuff when needle bent. Once out of the body, rn (B)(6) tried to replace the needle but the needle broke off in the device. New needle and device were used to finish the case. Current pt status: ok.